Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 300 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer stated that her meter said 600 mg/dl and as emergency room it dropped to 358 mg/dl. Customer cause of hospitalization was diabetic ketoacidosis at first and possibly caused by her anti-biotic and her having strep. Customer was treated with IV fluid then left on thursday. Customer stated that she got low blood glucose of 62 mg/dl on (B)(6) 2015.